Event description:
It was reported that the vns was interrogated with a low output current warning. Patient was last seen with ok diagnostics, tablet data was provided for review. From review of the tablet data, the generator is experiencing a reed switch issue. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.